Manufacturer narrative:
Product analysis: visual review confirms distal tab broken off on the shaft. Optical examination of the fracture reveals a fairly brittle fracture surface with no indication of fatigue. The morphology of the fracture suggests the possible direction of propagation, with evidence of a shear lip on the interior side of the tab. The above observations are consistent with bend stress overload. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that the patient underwent l3-5 plf (posterior lumbar fusion), l4/5 plif (posterior lumbar interbody fusion) due to lumbar canal stenosis. During surgery, a fragment came out from the tip of the driver during final tightening. When the driver and other products were checked, it was found that a metal part was missing at near the handle of the driver. The fragment was only one and it seemed not to spread. The product came in the contact with the patient. No fragments of the product remained in the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.